Manufacturer narrative:
(B)(4). Date sent: 03/03/2021. D4: batch # u5dg2k. H6: component code = mechanical (g04). Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from top view with a gold reload loaded. The anvil and closed trigger are in the closed position and a loose spring ca be seen near of the device. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, with the spring firing trigger inside of a plastic bag and with an gst60d reload fully fired loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. It should be noted that product failure is multifactorial. No conclusion could be reached as to how the spring firing trigger became out of position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure, the spring from the firing trigger came away from the powered echelon flex when it was being reloaded. It is unknown how the procedure was completed. There was no patient consequence.